Event description:
It was reported that a patient was unable to adjust their stimulation. It was stated that the programmer was showing the "call your doctor" icon as well as an out-of-regulation (oor) condition. Additional information reported that the "oor was in the screen at times" and data was being collected on when that occurred. Further information has been requested but was not available at the time of this report. If more information is received a supplemental report will be sent.

Event description:
Additional information received reported that the patient was still complaining of erratic stimulation. Four days later, it was reported that the patient had fractured leads. It was noted that a revision of leads was being scheduled. Additional information has been requested but was not available as of the date of this report.

Event description:
Follow up information confirmed that the lead components of the patient's implantable neurostimulator (ins) were broken and that the patient was sent to their neurosurgeon for replacement. It was also reported that the cause of the event was unknown. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead.

Manufacturer narrative:
(B)(4).